Event description:
The user facility reported a 56-year-old white male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and experienced low pump flows and pressure issues. Flows eventually became critical and the impella was explanted. Post explant a clot was noted on the outflow and motor housing.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Clinical data states that low purge flows and high purge pressure observed and clot found on outflow upon explant. The data logs confirm purge pressure high alarms which resolved during the case. There was a gradual rise in purge pressure before the pump was explanted. The pump was inspected and a slightly kinked purge tubing was found in the pump plug. The pump was run in the lab and high purge pressure did not reproduce. No other issues were found on the rest of the pump. The root cause of the high purge pressure was most likely biomaterial build up. Added- d9 device return date d4-corrected model number. F6/f8 should have been left blank in the initial report.